Event description:
It was reported that there is not fixed with tube although the user fix the locking button of statlock. 9/30/2024 - three statlocks were returned for evaluation and all three failed to close completely. This report addresses all three devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty closing the latch of the statlock is confirmed but the root cause could not be determined. Three 12-14fr statlock universal plus devices were returned for evaluation. An initial visual observation revealed sample 1 to have little use residues along a small section of the device. The latch for sample 1 appeared to be in the closed position. An observation of sample 2 revealed some use residues along the returned device. The latch was observed to be in the closed position for sample 2. An observation of sample 3 revealed some use residues throughout the returned device. The latch appeared to be in the closed position for sample 3. A functional test of attempting to open and close the latch of each returned device revealed each device latch opened and closed as intended. A functional test of attempting to insert a 13 fr dialysis catheter into each of the three samples revealed the latches on each of the samples would close briefly and then reopen. A microscopic observation revealed nothing remarkable along any of the latches of the returned statlock devices. The cause of the latches reopening with catheters in place is unknown at this time. This complaint will be recorded for future trending and monitoring purposes.